Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, and/or patient anatomy/disease state. In this case, the vessel was described as heavily tortuous which could have contributed to the reported resistance. Reportedly, the guide wire was used as a buddy wire to straighten the vessel and was trapped between the delivered stents and the vessel wall and it should be noted in the instructions for use warnings section: use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent struts. Consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Reportedly, the guide wire became stuck, so it was pulled harder to remove, separating the guide wire into two pieces and stretching and unraveling the distal coils around the tip of the wire and it should be noted in the instructions for use warnings section: do not: 1) push, auger, withdraw or torque a guide wire that meets resistance. 2) torque a guide wire if the tip becomes entrapped within the vasculature. 3) allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In this case, the reported guide wire separation and stretched coils appear to be the result of the reported resistance and improper use of the guide wire. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product was not reviewed and a similar incident query was not performed because the product lot number was not reported. The reported resistance, stretched tip coils and guide wire separation appear to be related to operational context of the procedure and improper use of the device and there is no indication of a product quality deficiency.

Event description:
It was reported that during a mid to proximal right coronary artery stenting procedure, in a heavily tortuous vessel, the bhw guide wire was used as a buddy to straighten the vessel. Three xience v stents were delivered to the lesion, trapping the wire between the stents and the vessel wall. The wire became stuck, so it was pulled harder to remove, separating the wire into 2 pieces and stretching and unraveling the distal shaft around the tip of the wire. The stretched and unraveled portion is hanging from the stented lesion into the descending aorta. There was no intervention performed and no intervention is planned. The patient was discharged to home and presented to a follow-up visit with no issues. Although requested, there was no additional information provided.